Manufacturer narrative:
The lens was explanted on (B)(6) 2015 and exchanged for 13.2 mm vicmo13.2, implantable collamer lens, -10.5 diopter on (B)(6) 2015. This exchange with longer lens resolved the problem. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. Diopter: -11.00. Device evaluated by manufacturer? No, lens remains implanted. (B)(4). Conclusions: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer -11.0 diopter lens in the patient's left eye (os) on (B)(6) 2010. Low vault with refractive surprise was observed five years after icl implantation. Surgery is pending to explant and exchange icl. See MFR. #2023826-2015-01358 for right eye(od).